Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were short v-v intervals and non-sustained episodes, resulting in lead integrity alert triggering. The right ventricular (rv) lead was explanted. In the course of removing the rv lead, the atrial lead was accidentally removed. Both leads were then replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.